Event description:
It was reported that two (2) units of a minicap transfer set had ¿fluid flow with clamp closed¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: two (2) actual devices were received for evaluation. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp due to broken occluder legs was observed on both samples. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.